Event description:
It was reported to a physio-control service representative that during routine maintenance the customer's device was unable to charge and deliver defibrillation energy. The customer indicated that it sounded as if the device was charging energy. When pressing the shock button, the sound of relay clicking was heard but no shock was delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent replaced the therapy pcb assembly. Proper device operation was then observed through functional and performance testing. After repair, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control evaluated the removed therapy pcb assembly and observed proper function. The therapy pcb assembly was extensively tested by charging and discharging energy while flexing, heating and cooling the pcb board. No discrepancies were observed. A conclusive cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.